Event description:
It was reported that the patient, with an artificial urinary sphincter (aus), presented with urethral erosion. The aus was explanted. There were no additional patient complications.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of the cuff found a pinhole tear consistent with sharp instrument damage. Inspection of the pump did not observe any abnormalities or leaks. The balloon component had several folds showing material thinning, and functional testing found the balloon was not operating within product specifications. The labeling review did indicate that erosion is a known risk with the device and may be a result of other causes from the device. Based on the information available and analysis results, the balloon component was operating out of product specifications and could affect the functionality of the device, so a conclusion code of cause traced to component failure was chosen.

Event description:
It was reported that the patient, with an artificial urinary sphincter (aus), presented with urethral erosion. The aus was explanted. There were no additional patient complications.

Event description:
It was reported that the patient, with an artificial urinary sphincter (aus), presented with urethral erosion. The aus was explanted, and a new aus was implanted at a later date after the patient had healed. There were no additional patient complications.

Manufacturer narrative:
Updated b5 describe event and problem. Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of the cuff found a pinhole tear consistent with sharp instrument damage. Inspection of the pump did not observe any abnormalities or leaks. The balloon component had several folds showing material thinning, and functional testing found the balloon was not operating within product specifications. The labeling review did indicate that erosion is a known risk with the device and may be a result of other causes from the device. Based on the information available and analysis results, the balloon component was operating out of product specifications and could affect the functionality of the device, so a conclusion code of cause traced to component failure was chosen.